Manufacturer narrative:
The cause of the injury was operator error. The rxl max operator's guide provides explicit instructions for pausing the instrument when clearing jams in the sampling area. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer was clearing a jam in the instrument and punctured their finger on the sample probe. The customer had not paused the instrument when clearing the jam as directed in the operator's manual. No stiches were required but the operator underwent biohazard exposure workup including a prophylactic tetanus shot.